Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical trial or post-market study? No. Hospital contact name: (B)(6). Hospital contact email: (B)(6). Physician name: (B)(6). Hospital name: (B)(6). Hospital town: (B)(6). Product description: expedium verse. Product code: unknown. Lot #: unknown. Quantity: n/a. Event description: a scoliosis patient operated on (B)(6) was brought back to theatre 25th july as the hook and top 2 screws had pulled out. Mr (B)(6) exposed the whole spine and removed th cobalt chrome rod. He replaced the screws at a different trajectory and put a titanium rod instead to better modulus match the poor quality bone. The complaint is not so much for the revision, but that we don¿t have a safe way to remobilise the screw heads for expedium verse for revision cases. This is especially problematic with poor quality bone and in the thoracic spine, where any forces applied to the screw can be dangerous. The titanium rod was placed uneventfully in the end. Date of event: 25/07/2019. Date j&j notified: 25/07/2019. Did event result in injury or death? No. Is this a single-use device that was reprocessed and re-used on a patient? No. Did the problem occur before; during or after use on patient? During. Did the event occur during a procedure/surgery? Yes. Will the product be returned? No. Is a foc replacement required? No. This complaint involves one (1) device.